Event description:
It was reported that via merlin.net, non-sustained lead noise due post-pace t-wave oversensing was observed. Patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that although the device had been reprogrammed in the past, an incident of non-sustained right ventricular noise due to post paced t wave oversensing was reported again. The patient was asymptomatic. Further reprogramming changes were made. Patient will be monitored.